Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. Date received by manufacturer used for date of event. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 13jul2015. The review was performed from the date of manufacture to the present date 05apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had infusion pump, multi therapy. Which was resolved with channel error 240.4150 so I replaced the top pressure sensor and I also re calibrated the pump. There was no patient involvement.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that the infusion pump multitherapy shows channel error 240.4150. So top pressure sensor was replaced and also calibrated the pump. There was no patient involvement.